Event description:
It was reported that they were trying to start therapy on a patient, and they received an alert 77 (non-recoverable system error) on the arctic sun device. They tried turning the device off and back on and they continued to receive the alert 77 (non-recoverable system error). Mis informed nurse because they tried turning the device off and back on the alert 77 (non-recoverable system error) persisted, they would need to send this machine to biomed for inspection or repair. Nurse would get another machine. Per review of work order on 10-jan-2023, biomed stated that after booting up the machine and observed chiller temperature (t4), it became clear that the chiller was freezing. Technician support discussed with the biomed that the device needed to be returned for a chiller repair.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that they were trying to start therapy on a patient and they received an alert 77 (non-recoverable system error) on the arctic sun device. They tried turning the device off and back on and they continued to receive the alert 77 (non-recoverable system error). Mis informed nurse because they tried turning the device off and back on the alert 77 (non-recoverable system error) persisted they would need to send this machine to biomed for inspection or repair. Nurse would get another machine. Per review of work order on (B)(6) 2023, biomed stated that after booting up the machine and observed chiller temperature (t4), it became clear that the chiller was freezing. Technician support discussed with the biomed that the device needed to be returned for a chiller repair.